Event description:
The provue misread a weak 1+ reaction as negative in the type and screen testing using the abd/rev card for abo testing. No erroneous results were reported. If a significant antibody is not detected during antibody screening, or is not identified upon further testing. The patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed preventative maintenance procedure which includes cleaning, adjusting, and creating a new reference image for the gel camera. The provue successfully completed all adjustments and diagnostic tests. Qc ran without error and within specification. Repairs have returned this instrument to expected operation. (B)(4)